Event description:
A surgeon reports having a patient with a slightly decentered lens following intraocular lens (iol) implant surgery. The patient reports light sensitivity. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 03/02/2010 by fax, mail and phone. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).